Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion set leakage event on (B)(6) 2024. Infusion set has been used for one day. No further information available.